Event description:
A caller reported a tandem mobi cartridge alarm, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer successfully loaded a new cartridge and resumed their deliveries before contacting support. Although troubleshooting could not be completed during the call, the customer planned to follow up once they were able to do so. Technical support later attempted to follow up but the customer did not answer.